Event description:
It was reported that approximately 113 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-02714 d4: added catalog number, expiration date, serial number, and UDI d10: 2745165 200-02-32 - three peg patella 32mm. 2747617 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. 2854476 02-010-03-0330 - logic cr femoral cem, right, sz 3. 2885847 201-78-89 - 3" drill bit, mod. Hex 2 pack. 2893981 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 32338 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.